Manufacturer narrative:
(B)(4). A carefusion certified 3rd party service technician field serviced the suspected device. The reported issue was confirmed and the flow valve was replaced. The reported issue was resolved and returned to the customer. Return good authorization was assigned for suspected device (flow valve) to be received by manufacturer for evaluation.

Event description:
The customer reported that the ventilator was delivering high tidal volume. There was no reported information regarding patient involvement, at this time it is currently unknown.